Manufacturer narrative:
(B)(4).

Event description:
(Os 17.379) the dentist reported 4 months after the dental implant was installed in intraoral regio #8 it was verified its non osseointegration. A 32 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii).